Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 1 of therapy in 2008, a home patient had an ultrafiltration (uf) of 820ml. This indicates that the home patient drained 2820ml following a fill volume of 2000ml (2000ml+820ml=2820ml).

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill identified during evaluation. Based on a review of the available log data, it was determined that the probable cause of this overfill was insufficient drain: false empty detect at initial drain and at previous therapy last drain.